Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): added additional information. The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during an unknown procedure, the device would cut but not coagulate. There was minor bleeding issue, which was controlled by clamping and new device. It is unknown how the procedure was completed. There were no adverse consequences for the patient.